Event description:
The pt experienced stimulation in the wrong location; she felt stimulation on the left side, but no longer on the right side and she felt shocks in her stomach. The pt's neurostimulator was reprogrammed. She was still having problems with her system. The pt indicated that she would have surgery to fix the problem with system; the problem was unspecified. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.